Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had possible erosion and infection. The device was sitting too superficial in the pocket and header was pushing on the incision site. The patient felt discomfort and pain thus, a revision was performed and the ICD was placed deeper under the subcutaneous tissue. There were no additional adverse patient effects reported. The ICD remains in service.